Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an open reduction internal fixation (orif) using a variable angle (va) condylar distal femur plating, one of the 5 mm locking screws was exchanged for a different size. The thread of the screw peeled off and the surgeon grabbed it in the left hand and it cut his left index on the tip. The surgeon treated his finger and the case was completed with no surgical delay reported. The patient outcome is unknown. Concomitant device: unknown locking screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 5.0mm variable angle locking screw/self-tpng/strdrv/55mm. This is report 1 of 1 for (B)(4).